Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a was a crack in the left cylinder connecting tube was found. The pump and was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for lgx 18cm: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. In addition, pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the component. Based on the information available and analysis results, the reported clinical observations could not be confirmed. Updated date of event b3.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a was a crack in the left cylinder connecting tube was found. The pump and was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for lgx 18cm: (B)(4).